Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the abutment was removed (date not reported) and it was replaced with a new abutment in 2025 (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.